Manufacturer narrative:
A ge service representative performed an on sire investigation. The single board computer upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was intermittently not booting up. There was no patient injury or death reported.